Event description:
The facility reported a pump with an unknown constant alarm. This alarming occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.